Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4248213. The customer returned panels, phoenix generated lab reports, binary files and isolates for the investigation. The lab reports show klebsiella aerogenes #30 identified as citrobacter koseri, proteus mirabilis #31 identified as morganella morganii, proteus mirabilis #32 identified as proteus vulgaris, proteus mirabilis #33 identified as morganella morganii and klebsiella aerogenes #34 identified as citrobacter koseri. The customer returned isolates were verified on a bruker maldi biotyper and labeled as k. Aerogenes #30, p. Mirabilis #31, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34. To investigate, customer returned panels of the complaint batch were tested using customer returned isolates p. Mirabilis #31, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 on a phoenix m50 machine and evaluated for identification results. Next, retention panels of the complaint batch were tested using customer returned isolates k. Aerogenes #30, p. Mirabilis #31, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 on a phoenix m50 machine and evaluated for identification results. Last, control panels from the same material but different batches were tested using customer returned isolates k. Aerogenes #30, p. Mirabilis #31, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 on a phoenix m50 machine and evaluated for identification results. The panels tested with customer returned isolate p. Mirabilis #31 identified the inoculated isolate correctly. The panels tested with customer returned isolates k. Aerogenes #30, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 returned incorrect or no-ID results. Additional testing was performed on the customer returned isolates had returned no-ID or mis-ID results. Three panels each of a comparable batch were tested using customer returned isolates p. Mirabilis #30, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 on a phoenix m50 machine and evaluated for identification results. Also, one control panel each from the same material but different batches than the retention and first control panel were tested using customer returned isolates p. Mirabilis #31, p. Mirabilis #32, p. Mirabilis #33 and k. Aerogenes #34 on a phoenix m50 machine and evaluated for identification results. All panels tested in the additional testing returned misidentification or no-ID results. This complaint is confirmed. Further quality investigation determined that the batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection of the complaint batch. Retention samples from bd inventory were previously evaluated by functional testing and no issues were observed relating to misidentification; all samples met specifications. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for misidentification for panel sku 449289. Bd will continue to monitor for trends and take additional actions as necessary. As part of the investigation, bd r&d performed an analysis of the bd testing and customer lab reports and binary files. Review of the data shows inconsistencies between the quest identifications and phoenix panel identifications. The phoenix r&d team will continue to evaluate ID performance for future updates. It is to be noted that the customer is using pud v7.41a, and identification updates for proteus mirabilis were made available in pud v7.51 that could help improve identification results. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as proteus vulgaris. The isolate was tested with a reference laboratory to confirm the result. No health impact or consequence reported. Report 3 of 5.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as proteus vulgaris. The isolate was tested with a reference laboratory to confirm the result. No health impact or consequence reported. Report 3 of 5.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.